Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula is in good condition and there was evidence of the flaring process. The complaint was confirmed, the flare detached. The root cause for this complaint was determined to be supplier manufacturer. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during preparation it was noted that the sheath had become detached and the snare loop failed to extend. This device was not used and the procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during preparation it was noted that the sheath had become detached and the snare loop failed to extend. This device was not used and the procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.